Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni.

Event description:
It was reported that patient enrolled in a clinical study underwent a revision procedure due to osteolysis and pain approximately twelve years post-implantation.